Event description:
Asr revision, right, asr hip resurfacing, reason(s) for revision: alval / soft tissue reaction.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision, right, asr hip resurfacing. Reason(s) for revision: alval / soft tissue reaction. Querying lot number for (B)(4) on claimsuite (B)(6) 2012. Update- amended stem and added taper sleeve taken from claimsuite dated (B)(6) 2012. Lot number provided for stem is incorrect. Querying and waiting for further information. Lot number has now been provided. Update - marked as legal, added kid number. Taken from (B)(6) email dated (B)(6) 2014. Update: (B)(6) 2014 - notification received that the patient is deceased. No confirmation of date of death as of yet. Added patient dob and name.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint - asr revision, right, asr hip resurfacing, reason(s) for revision: alval / soft tissue reaction. Querying lot number for stem 2771053 on claimsuite 24th oct 2012. Update- amended stem and added taper sleeve taken from claimsuite dated 24th october 2012. Lot number provided for stem is incorrect. Querying and waiting for further information. Lot number has now been provided. Update - marked as legal, added kid number. Taken from (B)(6) email dated 26th sept 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.